Event description:
The device was used during a laparoscopic watson procedure. Reportedly, the device was difficult to toggle and the needle broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.